Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) a patient underwent endovascular treatment of an abdominal aortic aneurysm using a non-gore manufactured stent graft as a main body, and a gore® excluder® contralateral leg component implanted distally on each side. On unknown date, a follow-up examination reportedly revealed bilateral distal type I endoleaks. Additional event information, including the cause of the endoleaks, was requested but not available. On (B)(6) a reintervention was performed to treat both type I endoleaks. The right internal iliac artery was coil embolized, and an additional gore® excluder® component was implanted to extend the stent graft system distally on the right side. An intra-operative angiograph at the left leg revealed no distal type I endoleak, but the physician reportedly elected to implant an additional gore® excluder® iliac branch endoprosthesis on the left side. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿

Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿